Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A nurse called lfs (B)(4) on (B)(6) 2010 on behalf of the patient alleging that the patient's one touch ultra 2 meter does not power on. The nurse claimed that the patient was unable to test for a couple of months. The patient continued to take their usual dosage of medication when the meter had allegedly stopped working. On (B)(6) 2010 at 1:00pm, the patient developed symptoms of feeling thirsty and tired. The patient then went to the clinic at 1:10pm and the nurse tested the patient on the clinic's meter and obtained a 24.7 mmol/l ( 444 mg/dl) and advised the patient to go on the treadmill to lower her blood glucose. The nurse replaced the battery and meter still would not power on. While talking to the customer care advocate (cca), the nurse realized that she wasn't inserting the test strip all the way into the meter. Cca walked the nurse through proper testing and issue was resolved over the phone. The patient was using the correct vial of test strips. The nurse denied any misuse of the product. The product was replaced. The complaint is being reported since the nurse alleged that the patient was unable to test for a couple of months due to the alleged issue and later developed symptoms suggestive of a serious injury and was advised by the nurse to exercise to lower her blood glucose.